Event description:
I was given an atrium mesh on (B)(6) 2005 and came out of anesthesia with excruciating pain that didn't stop. I was readmitted to the hospital in less than two weeks with a fever of 106 and I was paralyzed from the waist down. I am a competitive tennis player and have never had a problem before this. I was given a battery of tests and finally told that they didn't know why I was paralyzed but that I have a staph infection. I was treated with vancomycin and another heavy hitter i.v. Dates of use: (B)(6) 2005 - (B)(6) 2011.